Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected restart alarm and another insulin pump error alarm. Troubleshooting was done for unexpected restart alarm. Customer stated that the insulin pump received unexpected restart alarm multiple times after battery change. Customer declined to troubleshooting for another insulin pump error alarm as the insulin pump needed to replace due to unexpected restart alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip (B)(4).